Event description:
Patient reported "hardening". Later healthcare professional reported "has firmness and is very unhappy with how they look, uneven breast and the hardening, psuedoptosis , breast skin appears loose, asymmetry, glandular ptosis (ndr) and grade iii capsular contracture". Capsulectomy was performed. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.